Event description:
It was reported that during a farapulse pulmonary vein isolation procedure, a farawave catheter experienced deployment issues. It was unable to be properly retracted into a faradrive steerable sheath and became stuck in the sheath. The farawave catheter and faradrive steerable sheath were removed from the patient. The catheter had a clearly visible deformation. No patient complications were reported. The catheter and sheath were replaced with similar devices, and the procedure was completed successfully.

Manufacturer narrative:
The device has not been received for analysis. Good faith effort attempts were made to try and retrieve the device status, but it was unable to be obtained. This product is not approved in the united states, however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) and other specific product information related to united states registration as the specific product is only commercially available outside of the united states. Investigation summary: with all the available information, boston scientific is unable to confirm cause of the reported clinical observation of difficult to withdraw catheter through sheath. Boston scientific has made three attempts to retrieve the device however no response was received; the device is not expected to be returned; therefore, a technical analysis of the complaint device could not be completed. Device history record review: the lot number was not provided; therefore, a ship history of previous lots sent to the customer were reviewed. The manufacturing batch record review confirmed that the devices met all material, assembly, and performance specifications. Labeling review: based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications/instructions for use (IFU). Risk review: a risk review performed for the faradrive device confirmed that the event of difficult to withdraw catheter through sheath is a known event defined in the products risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on the available information, boston scientifics investigation findings were unable to establish a clear conclusion about the cause of the reported event. There was no evidence to suggest that the instructions for use (IFU) was not followed.

Event description:
It was reported that during a farapulse pulmonary vein isolation procedure, a farawave catheter experienced deployment issues. It was unable to be properly retracted into a faradrive steerable sheath and became stuck in the sheath. The farawave catheter and faradrive steerable sheath were removed from the patient. The catheter had a clearly visible deformation. No patient complications were reported. The catheter and sheath were replaced with similar devices, and the procedure was completed successfully.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. This product is not approved in the united states, however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.